Event description:
It was reported by the patient that a few years ago, "one of (the) leads was defective" and the physician said the patient no longer needed the implantable cardioverter defibrillator (ICD)&#1231; the physician "turned off (the) device." Follow-up with the physician's office revealed the patient had not been seen at that clinic since the device implant 15 years prior and there was no information about another following clinic. The device and leads are deactivated per the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.